Event description:
It was reported that in (B)(6) 2010, veritas was implanted during a breast reconstruction procedure. A few weeks later, the patient returned to the operating room for exchange of the tissue expander for a breast implant. At the time of exchange, the physician reported that there was evidence of a "fluid tissue reaction" and that the veritas was unable to support the breast resulting in "breast sag." To hold the breast in the correct position, the physician performed unspecified additional intervention prior to placement of the permanent breast implant. The patient is currently doing well. Note: same problem and reporter as the following manufacturer report numbers, but involved separate patients and events: 2183620-2011-00004.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the blade broke off easily when it was cleaned by the nurse. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched and the device contained body fluids evidence of use. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.